Event description:
The customer reported an uncontained leak of approximately thirty (30) ml coming from the unicel dxh 800 coulter cellular analysis system onto the floor. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found a leak from detached tubing from the blood sampling valve (bsv) which runs from the probe to the bsv. The fse reattached the tubing to the bsv which resolved the issue. (B)(4).